Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer that their insulin pump was alarming no delivery. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer states the insulin did exit. Next, customer was asked to manual prime of insulin. Customer states the insulin did not exit and experienced greater than normal resistance. Advised customer to change reservoir and set. Customer's blood glucose level was 600 mg/dl at time of reporting. Nothing further reported.